Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 10 minutes: 18.3 mmol/l (guide meter) and 6.9 mmol/l (compact plus meter).